Event description:
Mother reported pt's pump started to malfunction last week and requests the programming code. Will replace pump. No injury reported. Pt is using back up pump. Malfunction pump to be returned. Serial number unk. No further info. Reported to (B)(6) by pt/caregiver.